Event description:
According to the reporter, prior to use, the video laryngoscope had no display, although the led illuminated and the battery icon was visible. It was tested with a new battery, but the screen still didn't work. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was tested on a one-wire fixture system with external power supply. The device was powered on by pushing the power button. The device's camera led light output was functional but there was a static snowy image displayed on the lcd screen. The screen image was only visible while the device was in diagnostic mode. It was reported that the device had no display. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.